Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced high blood glucose after an infusion site was found disconnected following a shower and meal, then later experienced hypoglycemia after changing the infusion set; subsequent low glucose occurred despite no unusual activity reported, with the pump and fingerstick confirming recovery after treatment. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates, no need for assistance, and no medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and user education, review of device alarms, and replacement of infusion sets, connectors, and cartridges. Investigation of this case revealed unclear cause for the hypoglycemia following an earlier infusion site issue, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.